Event description:
Information received indicating that a smiths medical cadd solis vip pump gave error code 41622. No adverse effects reported.

Manufacturer narrative:
Device evaluation results: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log evidenced the following: on (B)(6) 2020 9:14:24 am system fault 41,622 occurred 1 0 0 3. Some contamination was noted by the usb port. The customer reported motor code error (41622) was not reproduced during a motor test in mu mode. The test had passed without any issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The optical (cam flex sensor) was replaced as a preventative measure.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other text: additional information: a1, b5, and h6 ( patient code).